Event description:
Rptr has been using this product for approx 6 months off and on. Since she is a borderline diabetic, she had not been testing herself routinely, espically since her readings had been low. Several weeks prior to her visit to the dr on 9/27/94, she started having headaches, irregular heart-beat, and her hair was falling out. At the time, she dis not attribute those symptoms to the diabetes. When she visited the dr, they checked her machine and strips against theirs and found and approx 100-point difference. Her machine/strips read 69 and the dr's was 147. She uses these strips with a another co's glucose meter.